Event description:
The customer contacted stryker to report that their device is not performing compressions. As a result, the device may be unable to perform automatic CPR on a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device's drive belt was worn and only attached by a few threads. Stryker replaced the device's drive belt to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.